Event description:
Customer reported that the insulin pump is shutting off and the customer is receiving unexpected restart and external ram error alarms. Customer stated this has happened at least 4 times since (B)(6). Customer was advised that the battery cap will be replaced and to call back if issues recur. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.